Event description:
It was reported that the arctic sun device was sent down by a nurse labeled that it was not cooling properly. They stated that there were no alerts or alarms present in the log. Per additional information updated from wo 10jun2025, biomed ran a functional check and the device took 26 minutes to heat up to 38 degrees after confirming it was not overfilled, and it also was not cooling chiller temperature (t4) was 3.3 degrees. Device has 4316 hours and has never had the 2k pm done, gave biomed the 2k hour parts and prices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Biomed was sent the service manual and walked through how to run a functional test. Biomed will run a functional verification as instructed in the manual and call back if the device has issues heating or cooling. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down by a nurse labeled that it was not cooling properly. They stated that there were no alerts or alarms present in the log. Per additional information updated from wo 10jun2025, biomed ran a functional check and the device took 26 minutes to heat up to 38 degrees after confirming it was not overfilled, and it also was not cooling chiller temperature (t4) was 3.3 degrees. Device has 4316 hours and has never had the 2k pm done, gave biomed the 2k hour parts and prices.